Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction and replaced the graphical user interface (gui) printed circuit board (pcb) and upgraded the software to the current revision. The unit passed all testing and operates within the manufacturing specifications. (B)(4).

Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no reported patient involvement.